Event description:
It was reported that the insulin pump alarmed motor error during prime. The customer's blood glucose was 264 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during motor error alarm and basic occlusion test due to protruded/loose drive support disk. The motor passed motor test. The device was received with scratched lcd window, cracked display window corners and reservoir tube lip.